Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the tube presented fold in the first marking thus creating (memory), making it difficult for the patient's breathing. The patient was reintubated.